Manufacturer narrative:
It is not conclusive if a vascular solutions component or a galt component of the vari-lase kit caused the product malfunction without information from galt, the manufacturer of the sheath that is included in the kit. If additional information is obtained from galt, a supplemental report will be submitted.

Event description:
A vari-lase platinum bright tip fiber was used in a clinical procedure to treat varicose veins. The physician reported the fiberlock became disconnected during pullback. The laser was activated inside the sheath and the proximal end of the sheath separated. No immediate invasive procedures were planned as the patient was asymptomatic.